Event description:
It was reported that, after a tka was performed on (B)(6) 2022, the patient fell off a chair and dislocated the knee on (B)(6) 2023. This adverse event was treated via revision surgery to exchange the lgn ps high flex xlpe sz 3-4 9mm for a constrained insert in order to give the knee extra stability. Current health status of the patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6. The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, it was reported that approximately seven months after a total knee arthroplasty the patient fell off a chair and dislocated the knee. Per complaint details, it was treated with a revision surgery. As of the date of this medical investigation, the requested clinical documentation has not been provided for evaluation. It has been communicated via e-mail noted within the attachments that no further information is available. Therefore, there were no clinical factors found which would contributed to the reported event. The patient impact beyond the revision cannot be determined. No further clinical assessment is warranted at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that has been identified as a that dislocation and subluxation can result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, patient anatomy and/or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.